Event description:
It was reported that a lead was unable to be connected to the device header during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The cause of the event failure to connect was due to stripped set screw. The left and right ventricular set screws were revealed to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secure the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) voltage level when received. The telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and revealed to be normal.